Event description:
Ge healthcare's marketing and sales reported the cine functions on the system were not working during a demonstration. No pt injury was reported.

Manufacturer narrative:
The svc rep reseated the cine bridge board and cable connections. This corrected the problem. Tested, system operates as intended.